Event description:
Philips received a complaint from the customer reporting a touch misalignment on the v60 ventilator touch screen. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The touch position was misaligned with scratches on the touch screen. The pse replaced the touch screen. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the pil for analysis in regard to the touchscreen accusation of: touch screen misalignment issue. The pil technician visually examined the component and reported there was no evidence of damage or contamination. The pil technician verified that the touch screen passed all flex cable resistance verification testing. In addition, the pil tech also verified that the touch screen passed all resistance ratio testing. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional touch screen, this investigation has resulted in a no problem found conclusion.